Event description:
It was reported that patient underwent catheter placement at hospital due to the need for infusion of chemotherapy drug to treat oncology. On (B)(6) 2020, he had a catheter placed. When maintained at the hospital on april 6, 2021, the catheter was found ruptured internally. The ruptured catheter was removed at interventional department of the hospital..

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed but the exact cause remains unknown. One photo sample of a 4 fr groshong nxt catheter was provided for evaluation. The catheter is shown outside of patient use. Use residue is visible on the catheter surface and within the tubing. The catheter is assembled with the two-piece connector. A complete break in the catheter is present approximately 6 cm from the proximal end of the catheter extending from the clear over-sleeve. The break surface appears to be uneven; however, the characteristics of the damage could not be clearly inspected from the image provided. Based on photo sample provided, possible contributing factors include sharp instrument damage, material fatigue caused by repeated kinking, and damage during handling. Since a complete break was shown to be present, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redt0787 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that patient underwent catheter placement at hospital due to the need for infusion of chemotherapy drug to treat oncology. On (B)(6) 2020, he had a catheter placed. When maintained at the hospital on (B)(6) 2021, the catheter was found ruptured internally. The ruptured catheter was removed at interventional department of the hospital.